Event description:
The rn was contacted directly by the customer. It was reported the device was used during an abdominoperineal resection. Caller stated the handpiece is non-functional. Test tip demonstrated solid tone. Used another handpiece to complete the case. There was no consequence to the pt.